Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.